Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address suspected infection. Polyethylene liner and head exchange. Pinnacle poly extractor tip broke off during poly extraction. Broken piece was retrieved. Doi: liner - (B)(6) 2018, head - (B)(6) 2018. Dor: (B)(6) 2019, right hi.